Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by (B)(4). (B)(4) distributes the device and is responsible for MDR reporting. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that this was a percutaneous intervention of the distal left circumflex (cx), mildly calcified lesion. While using an unspecified balloon catheter without any resistance, it was noted that the prowater guidewire tip coils unraveled and had separated from the core. No intervention was performed and the separated portion of guidewire was left in the distal cx. Another guidewire was used in replacement. There was no clinical significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis was performed by asahi intecc. Co. Ltd: the device returned for analysis. The lot history revealed no anomaly related to the reported event. No other similar product experience report was received. Based on the provided information and the above investigation outcome, it is presumed that as the guidewire was trapped by a sharply angulated lesion or vascular stenosis, torsional stress exceeding the product performance was applied, causing the core wire to be fractured. When the guidewire was withdrawn, tensile stress was applied, causing the coil to be elongated and fractured. However, the details of the cause could not be identified. Warning section of IFU describes; - warnings: the coil section is especially fragile, so do not bend or pull it more than necessary. Otherwise, the guide wire may be damaged; - warnings: when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, - malfunction and adverse effects: separation or breakage of the guide wire.